Event description:
The posterior capsule was torn when the doctor inserted the iol into the patient's eye. No vitrectomy was required. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00284 for the intraocular lens used with this delivery device.